Event description:
Client was having apnea spells. The oximeter alerted caregiver/nurses that client was experiencing difficulties. Upon arrival in client's room, it was noted that client was not breathing. Client was/is on bipap. Agnes monitor was noted to not be alarming client's chest was not rising. Dme company was notified, monitor exchanged for new monitor. Dme company was to download info and send to physician.